Event description:
It was reported that pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Customer was instructed to press button in specific ways, then to plug pump into working power source, after which pump turned on and displayed welcome message, and customer acknowledged pump had shut down due to not charging battery. Technical support educated customer that pump would turn on when connected to power, reviewed need to reset insulin on board and maximum hourly dose, restart continuous glucose monitoring sessions, and reload cartridge after shutdown or reset, and provided battery best practice tips, which customer understood and acknowledged.